Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device remains implanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture was received on june 24, 2021 with lot number: 3438088. Visual analysis of the returned device identified: fold creases and two curved openings. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified two openings striated, nicks striated and wear abrasion. Based on the device analysis the final assessment is: two openings striated in the side anterior assessed as surgical damage. Nicks striated assessed as surgical tool scratch like. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device has been explanted.

Event description:
Device has been explanted.